Manufacturer narrative:
This supplemental report is being submitted to provide the results of review of the reprocessing technique associated with the positive culture sample. The olympus endotherapy support specialist (ess) performed a review of the reprocessing technique. The ess noted that the user facility uses a third party flushing pump instead of the reprocessing steps and equipment specified, for manual cleaning / flushing, and for post-aer flushing and rinsing. The user facility does not sterilize scopes.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the pms study process, scope inspection was performed at third party laboratory. Below is the summary case report for this scope. The summary of the investigation findings are as follows; streptococcus agalactiae is of human origin. Outside of the reprocessing procedure review, it was reported by olympus staff that the washing tube that connects the scope and the aer had been detached several times. Persistent streptococcus agalactiae was not detected in there-culturing. Streptococci can survive transportation from the site to the lab (internal research). The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to following; probably contamination due to insufficient reprocessing because of the occurrence of the unique species (microbiological analysis). Detachment of washing tube observed on-site may be indicative of insufficient reprocessing (reprocessing procedure review).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of review of the sampling technique for the positive culture sample. The sampling technique and circumstances for the sample were reviewed. A deviation was noted; a cardboard shipping box had been brought into the room from outside the room. It was also not verified whether the air conditioning system had a suitable filter maintained at regular intervals. As a correction, the sampling personnel were retrained.

Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Currently the investigation is ongoing, and as part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the reprocessing technique of the technician involved, as well as the user facility reprocessing practices, and to provide reprocessing training as necessary. The subject scope will also be sent to an off-site independent laboratory for ethylene oxide (eto) sterilization and subsequent olympus evaluation. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope tested positive for streptococcus agalactiae. With regard to reprocessing: the user facility uses a medivators dsd edge automated reprocessor.